Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected, and no defect was found. Functional testing was performed, and the test passed. Performed voltage test and passed. Paring test was performed and pass. Performed share log review and device failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a gap in communication

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.